Event description:
It was reported that the right ventricular (rv) lead exhibited under sensing of several premature ventricular contraction (pvc). Boston scientific technical services (ts) suggested to reduce rv sensitivity and have isometric testing to check for noise. This lead remains in service. No adverse patient effects were reported.